Event description:
Bed has no head up.

Manufacturer narrative:
Technician found emergency CPR/trend valve was bad. Replaced CPR/trend valve. No further problems. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.